Event description:
Pt called lfs alleging that the one touch basic enhanced meter would only prompt "not ok". Pt did not have any symptoms at the time of concern. No actions were taken following the attempted use of the meter. No medical care was sought from a health care professional. The "not ok" message appeared when the meter was powered on. According to the owner's manual, if the "not ok" message appears upon powering on, then the meter may have electronic problems. The customer service rep replaced pt's meter due to the "not ok" message.